Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of embedded device ('on imaging, the left essure appears embedded in the left side of the uterus into the myometrium') and device expulsion ('migration of essure device location of device: uterus,') in a 40-year-old female patient who had essure (batch no. 880430) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included rheumatoid arthritis, knee pain, arthritis, seronegative rheumatoid arthritis, sciatica, spasm of muscle and c-reactive protein increased. She uses pm adderall, using around once a day. Concurrent conditions included obesity, abdominal pain, syncope, circulatory collapse, lower abdominal pain, acne, malaise, irritable bowel syndrome, idiopathic hypersomnia, diarrhea, nausea, urinary incontinence, muscle pain, pain in hip, hand pain, erythema, unilateral leg swelling, sun sensitivity, insomnia, headache, morning sickness, fibromyalgia, polyarthralgia, myalgia, discomfort, systemic lupus erythematosus, attention deficit disorder, pain in thigh, bloating, hyperlipidemia, attention deficit/hyperactivity disorder, type 2 diabetes mellitus, hyperhidrosis, uterine leiomyoma, dysfunctional uterine bleeding, leiomyoma nos, acid reflux (oesophageal) and vaginal yeast infection. Concomitant products included duloxetine hydrochloride (cymbal) and pregabalin (lyric) for fibromyalgia syndrome as well as armodafinil (nuvigil), hydroxychloroquine since (B)(6) 2014, ibuprofen, leflunomide (arava), oxybate sodium (xyrem), prednisone, tramadol, tramadol hydrochloride (ultramid ER) and venlafaxine hydrochloride (effexor sr). On (B)(6) 2012, the patient had essure inserted. On (B)(6) 2014, the patient experienced abdominal pain ("abdominal pain"), 2 years after insertion of essure. On (B)(6) 2018, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), menorrhagia ("abnormal bleeding (vaginal, menorrhagia)"), dysmenorrhoea ("dysmenorrhea (cramping)") and vaginal discharge ("vaginal discharge"). On (B)(6) 2018, the patient experienced device expulsion (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced embedded device (seriousness criteria medically significant and intervention required), migraine ("migraines / headaches"), allergy to metals ("nickel allergy"), fatigue ("fatigue"), gastrointestinal disorder ("gastrointestinal or digestive system condition type: no conclusive diagnosis"), feeling abnormal ("brain fog"), tooth disorder ("dental problems"), alopecia ("hair loss"), arthralgia ("hip pain /knee pain/joints pain"), musculoskeletal pain ("shoulder pain") and neck pain ("neck pain") and was found to have weight increased ("weight gain"), weight decreased ("weight loss") and leiomyoma ("myoma"). The patient was treated with surgery (laparoscopic assisted vaginal hysterectomy(full),salpingectomy,laparoscopic enterolysis,cystoscopy). Essure was removed on (B)(6) 2019. At the time of the report, the embedded device, device expulsion, migraine, allergy to metals, fatigue, gastrointestinal disorder, weight increased, weight decreased, feeling abnormal, leiomyoma, tooth disorder, arthralgia, musculoskeletal pain, neck pain and abdominal pain outcome was unknown and the vaginal haemorrhage, menorrhagia, dysmenorrhoea, vaginal discharge and alopecia had resolved. The reporter considered abdominal pain, allergy to metals, alopecia, arthralgia, device expulsion, dysmenorrhoea, embedded device, fatigue, feeling abnormal, gastrointestinal disorder, leiomyoma, menorrhagia, migraine, musculoskeletal pain, neck pain, tooth disorder, vaginal discharge, vaginal haemorrhage, weight decreased and weight increased to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 35.2 kg/sqm. Hysterosalpingogram - on (B)(6) 2012: total bilateral occlusion. Concerning the injuries reported in this case, the following one was reported via medical records-embedded device. Quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on (B)(6) 2019: quality safety evaluation of ptc incident we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformance's data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of embedded device ('on imaging, the left essure appears embedded in the left side of the uterus into the myometrium') and device expulsion ('migration of essure device location of device: uterus,') in a (B)(6) female patient who had essure (batch no. 880430) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included rheumatoid arthritis, knee pain, arthritis, seronegative rheumatoid arthritis, sciatica, spasm of muscle and c-reactive protein increased. She uses pm adderall, using around once a day. Concurrent conditions included obesity, abdominal pain, syncope, circulatory collapse, lower abdominal pain, acne, malaise, irritable bowel syndrome, idiopathic hypersomnia, diarrhea, nausea, urinary incontinence, muscle pain, pain in hip, hand pain, erythema, unilateral leg swelling, sun sensitivity, insomnia, headache, morning sickness, fibromyalgia, polyarthralgia, myalgia, discomfort, systemic lupus erythematosus, attention deficit disorder, pain in thigh, bloating, hyperlipidemia, attention deficit/hyperactivity disorder, type 2 diabetes mellitus, hyperhidrosis, uterine leiomyoma, dysfunctional uterine bleeding, myoma, acid reflux (oesophageal) and vaginal yeast infection. Concomitant products included duloxetine hydrochloride (cymbalta) and pregabalin (lyrica) for fibromyalgia syndrome as well as armodafinil (nuvigil), hydroxychloroquine since 14-mar-2014, ibuprofen, leflunomide (arava), oxybate sodium (xyrem), prednisone, tramadol, tramadol hydrochloride (ultram ER) and venlafaxine hydrochloride (effexor sr). On (B)(6) 2012, the patient had essure inserted. On (B)(6) 2014, the patient experienced abdominal pain ("abdominal pain"), 2 years after insertion of essure. On (B)(6) 2018, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), menorrhagia ("abnormal bleeding (vaginal, menorrhagia)"), dysmenorrhoea ("dysmenorrhea (cramping)") and vaginal discharge ("vaginal discharge"). On (B)(6) 2018, the patient experienced device expulsion (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced embedded device (seriousness criteria medically significant and intervention required), migraine ("migraines / headaches"), allergy to metals ("nickel allergy"), fatigue ("fatigue"), gastrointestinal disorder ("gastrointestinal or digestive system condition type: no conclusive diagnosis"), feeling abnormal ("brain fog"), tooth disorder ("dental problems"), alopecia ("hair loss"), arthralgia ("hip pain /knee pain/joints pain"), musculoskeletal pain ("shoulder pain") and neck pain ("neck pain") and was found to have weight increased ("weight gain"), weight decreased ("weight loss") and leiomyoma ("myoma"). The patient was treated with surgery (laparoscopic assisted vaginal hysterectomy(full),salpingectomy,laparoscopic enterolysis,cystoscopy). Essure was removed on (B)(6) 2019. At the time of the report, the embedded device, device expulsion, migraine, allergy to metals, fatigue, gastrointestinal disorder, weight increased, weight decreased, feeling abnormal, leiomyoma, tooth disorder, arthralgia, musculoskeletal pain, neck pain and abdominal pain outcome was unknown and the vaginal haemorrhage, menorrhagia, dysmenorrhoea, vaginal discharge and alopecia had resolved. The reporter considered abdominal pain, allergy to metals, alopecia, arthralgia, device expulsion, dysmenorrhoea, embedded device, fatigue, feeling abnormal, gastrointestinal disorder, leiomyoma, menorrhagia, migraine, musculoskeletal pain, neck pain, tooth disorder, vaginal discharge, vaginal haemorrhage, weight decreased and weight increased to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was (B)(6). Hysterosalpingogram - on (B)(6) 2012: total bilateral occlusion. Concerning the injuries reported in this case, the following one was reported via medical records-embedded device. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 3-jul-2019: pfs and mr received. Reporter's information was added . Lot number was added. Date of removal was added. Event of "injury" replaced with new events - migration of essure device location of device: uterus, abnormal bleeding (vaginal, menorrhagia), migraines, headaches, nickel allergy, dysmenorrhea(cramping), vaginal discharge, abdominal pain, fatigue, gastrointestinal or digestive system condition type: no conclusive diagnosis, joints pain especially hip pain/knee pain, shoulder pain, neck pain, weight gain, loss, brain fog, myoma, dental problems, hair loss. Event onset date was added. Outcome of the events updated - abnormal bleeding, dysmenorrhea, vaginal discharge, hair loss from unknown to recovered/resolved. Concomitant condition, concomitant drug, lab data were added. On 5-jul-2019: medical record received: reporter's was added. Case became medically confirmed. Added event from mr "on imaging, the left essure appears embedded in the left side of the uterus into the myometrium". Medical history, historical conditions, concomitant conditions, concomitant drug, lab data were added. Fu3 and fu4 processed together. Incident we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of embedded device ('on imaging, the left essure appears embedded in the left side of the uterus into the myometrium/ one is embedded in the muscle of my uterus'), device expulsion ('migration of essure device location of device: uterus, had migrated but was still inside my uterus.'), autoimmune disorder ('immune response') and rheumatoid arthritis ('rheumatoid arthritis') in a 40-year-old female patient who had essure (batch no. 880430) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included rheumatoid arthritis, knee pain, arthritis, seronegative rheumatoid arthritis, sciatica, spasm of muscle and c-reactive protein increased. She uses pm adderall, using around once a day. Concurrent conditions included obesity, abdominal pain, syncope, circulatory collapse, lower abdominal pain, acne, malaise, irritable bowel syndrome, idiopathic hypersomnia, diarrhea, nausea, urinary incontinence, muscle pain, pain in hip, hand pain, erythema, unilateral leg swelling, sun sensitivity, insomnia, headache, morning sickness, fibromyalgia, polyarthralgia, myalgia, discomfort, systemic lupus erythematosus, attention deficit disorder, pain in thigh, bloating, hyperlipidemia, attention deficit/hyperactivity disorder, type 2 diabetes mellitus, hyperhidrosis, uterine leiomyoma, dysfunctional uterine bleeding, leiomyoma nos, acid reflux (oesophageal) and vaginal yeast infection. Family history included cervical cancer. Concomitant products included duloxetine hydrochloride (cymbalta) and pregabalin (lyrica) for fibromyalgia syndrome as well as amfetamine aspartate;amfetamine sulfate;dexamfetamine saccharate;dexamfetamine sulfate (adderall), armodafinil (nuvigil), hydroxychloroquine since (B)(6) 2014, ibuprofen, leflunomide (arava), oxybate sodium (xyrem), prednisone, tramadol, tramadol hydrochloride (ultram ER) and venlafaxine hydrochloride (effexor sr). On (B)(6) 2012, the patient had essure inserted. On (B)(6) 2014, the patient experienced abdominal pain ("abdominal pain"), 2 years after insertion of essure. On (B)(6) 2018, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal), spotting vaginal "), menorrhagia ("abnormal bleeding (, menorrhagia)/ excessive bleeding"), dysmenorrhoea ("dysmenorrhea (cramping)/ extremely painful") and vaginal discharge ("vaginal discharge"). On (B)(6) 2018, the patient experienced device expulsion (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced embedded device (seriousness criteria medically significant and intervention required), migraine ("migraines / headaches"), allergy to metals ("nickel allergy"), fatigue ("fatigue"), gastrointestinal disorder ("gastrointestinal or digestive system condition type: no conclusive diagnosis"), feeling abnormal ("brain fog"), tooth disorder ("dental problems"), alopecia ("hair loss"), arthralgia ("hip pain /knee pain/joints pain"), musculoskeletal pain ("shoulder pain"), neck pain ("neck pain"), snoring ("snore"), constipation ("constipation"), bowel movement irregularity ("bowel movement"), flatulence ("gas pain"), overweight ("overweight"), autoimmune disorder (seriousness criterion medically significant), hair growth abnormal ("hair grow"), rheumatoid arthritis (seriousness criterion medically significant), foot fracture ("breaking multiple bones in my foot") and vision blurred ("vision blurrier") and was found to have weight increased ("weight gain/ I ve gained 100 ibs"), weight decreased ("weight loss"), leiomyoma ("myoma"), smear cervix abnormal ("abnormal paps"), biopsy ("biopsy") and uterine leiomyoma ("fibroids"). The patient was treated with surgery (laproscopic assisted vaginal hysterectomy(full),salpingectomy,laparoscopic enterolysis,cystoscopy). Essure was removed on (B)(6) 2019. At the time of the report, the embedded device, device expulsion, migraine, allergy to metals, fatigue, gastrointestinal disorder, weight increased, weight decreased, feeling abnormal, leiomyoma, tooth disorder, arthralgia, musculoskeletal pain, neck pain, abdominal pain, smear cervix abnormal, snoring, constipation, bowel movement irregularity, flatulence, overweight, autoimmune disorder, hair growth abnormal, biopsy, rheumatoid arthritis, uterine leiomyoma, foot fracture and vision blurred outcome was unknown and the vaginal haemorrhage, menorrhagia, dysmenorrhoea, vaginal discharge and alopecia had resolved. The reporter considered abdominal pain, allergy to metals, alopecia, arthralgia, autoimmune disorder, biopsy, bowel movement irregularity, constipation, device expulsion, dysmenorrhoea, embedded device, fatigue, feeling abnormal, flatulence, foot fracture, gastrointestinal disorder, hair growth abnormal, leiomyoma, menorrhagia, migraine, musculoskeletal pain, neck pain, overweight, rheumatoid arthritis, smear cervix abnormal, snoring, tooth disorder, uterine leiomyoma, vaginal discharge, vaginal haemorrhage, vision blurred, weight decreased and weight increased to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 35.2 kg/sqm. Hysterosalpingogram - on (B)(6) 2012: total bilateral occlusion. Ultrasound pelvis - on an unknown date: e demons were in place. Ultrasound scan - on an unknown date: showing that a coil is imbedded into the muscle of my uterus.. Concerning the injuries reported in this case, the following one was reported via medical records-embedded device. Concerning the injuries reported in this case, the following one were reported via social media:abnormal paps, snore, constipation, bowel movement, gas pain, overweight, immune response, hair grow, biopsy, rheumatoid arthritis, fibroids, breaking multiple bones in my foot, vision blurrier. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 2-oct-2019: social media received reporter information was added abnormal paps, snore, constipation, bowel movement, gas pain, overweight, immune response, hair grow, biopsy, rheumatoid arthritis, fibroids, breaking multiple bones in my foot, vision blurrier. Concomitant drugs, medical history was added. Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.